Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/30/2021. H.6. Investigation: it was reported that customer was only able to advance saline halfway. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging blister and has 5ml of solution. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force and, although on the higher side, the result was within specification. A device history record review was completed for provided material number 306575, lot number 0337041. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation results, the sample received did not show the symptom reported by the customer though they may have noticed more force was required to push the plunger rod down.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306575, batch no.: 0337041. Wife was dialyzing patient. When she instilled the saline she was only able to advance it half way. Date of incident (yyyy-mm-dd): 2021-03-01. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306575 batch no.: 0337041. Wife was dialyzing patient. When she instilled the saline she was only able to advance it half way. Date of incident (yyyy-mm-dd): (B)(6) 2021. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient.